Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported since 2 weeks ago when the patient turns on the therapy they get a real tight pain in their chest and when they stretch the stimulation turns on completely from head to toe and when they bend over it stops. Agent reviewed general programming guidance and caller stated patient prefers group a, which is what they currently were using and they had not made any changes. Agent reviewed role of rep and redirected to hcp to further address.